Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt confirmed they normally feel stimulation in lumbar spine. After myelogram they felt it in left lumbar area and around to left anterior ribs. A medtronic technician adjusted their stimulation so that it now stimulates the correct lumbar area. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that since they had a "myelogram" done six days ago, and they noticed that the therapy was no longer stimulating in the right place anymore. Pt reached out to their managing doctor and was advised for therapy readjustment. Agent sent email to manufacturer representative (rep) for visibility. Pt asked when to callback if they did not receive any call from a rep. Agent advised pt to callback tomorrow.